Event description:
It was reported that this was a closure with a proglide device. Reportedly, the patient experienced acute ischemia of the lower extremities after suture, and cta showed multiple stenosis and calcification of the peripheral arteries. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of ischemia and stenosis are listed in the electronic proglide instructions for use as possible adverse events of use of the device. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. The reported patient effects of ischemia and stenosis are known risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date d4: the UDI is not known as the part and lot number were not provided.. Attachment: article